Event description:
The pt reported the buttons of the infusion device are not functioning. The infusion device is in stop mode and the pt is unable to return it to run mode. The keylock is not activated. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. No further info is available. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.